Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that the communicator was not taking a full charge. The caller stated that the light would stay orange, and the cord was loose, and they had to jiggle it in order to charge the communicator. The caller also stated that when they did get it plugged in, it would be plugged in for 2 days and the light never went green. The patient had been having the issue for about a month. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 23-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿charging port is broken/loose¿ and ¿electrical failure ¿ battery swollen¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.